Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was reported by a healthcare professional (hcp) via the company representative regarding a patient receiving an unknown drug via an implanted pump. The indication for use was non-malignant pain. On (B)(6) 2016 the revision was to occur. It was reported that the hcp thought that the pump had flipped and that the catheter may be kinked/twisted. It is unknown when the issue occurred. No patient symptoms were reported. Additional information was reported by the company representative. It was reported that a catheter dye study had been performed and the healthcare professional (hcp) was unable to aspirate the catheter. The catheter was found to be kinked and twisted. Replacing the proximal piece of the catheter resolved the issue.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.